Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with all of the buttons responding properly. However, moisture damage was found at the keypad traces. Low reservoir alarm working properly and no keypad anomalies noted. The insulin pump has cracked case at display window corners, reservoir tube lip, belt clip slot and with minor scratches on display window.

Event description:
No blood glucose levels reported. The customer reported that the buttons of the insulin pump would not let wont's let her clear the low reservoir alarm from the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.